Manufacturer narrative:
The subject device has not been returned to omsc. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the subject device tested positive for unspecified bacteria. It has not been informed how many numbers of bacteria was detected. The subject device had been disinfected with non-olympus automated endoscope reprocessor (soluscope4) using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the additional information and the device evaluation result. Olympus followed up with the user facility and was informed that the subject device tested positive for candida guillermondis, micrococcus luteus and enterococcus faecalis (9cfu/100ml) during the routine microbiological testing at the user facility. The subject device has not been returned to omsc. But was returned to olympus (B)(4). The subject device was sent to a third party laboratory for additional microbiological testing. In the additional test, staphylococcus coagulase negative (2 cfu/100ml) was detected from the subject device. The testing result cleared (B)(4) guideline. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".